Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant, this right ventricular (rv) lead was exhibiting decreased pacing impedance measurements and elevated threshold measurements on the right ventricular (rv) channel. Lead dislodgement was suspected. A revision procedure was performed and the rv lead was repositioned without further incident. No additional adverse patient effects were reported.